Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed a problem with the flexvision pc. The philips engineer has replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not boot up. It stops at 0 seconds. The system was not in clinical use. There was no reported patient or user harm.